Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display. Unable to download to thus software due to blank display. Unable to verify failed battery alarm due to blank display. Unable to perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and moisture damage on the electronics, 40 pin flexible printed circuit/lcd. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection missing serial number label, broken battery tube threads and cracked case at battery tube side. In summary, pump receive with a blank display due to miss connection battery tube connector plugged in properly to j7/pcb 1. Unit was confirmed for physical damage on battery tube area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.